Event description:
It is reported that the reamer blades left metal shavings in the wound site that had to be irrigated.

Manufacturer narrative:
Evaluation summary: as returned, all three patella reamer blades exhibit burnishing marks on the outer diameter and damage to the outer edge of the peripheral teeth. The burnishing marks and damage to the teeth indicate that the reamer experienced interface with another instrument, such as the mating patella reamer insetting guide(s). It is possible that the reamer blade experienced interference when rotating within the patella reamer insetting guide(s) resulting in the metal shaving noted. Additionally, if the reamer blade was toggled during use, the same condition could result. Cause cannot be definitively determined. After dimensional inspection, the blades were found to be conforming to print specifications. The instruments are single use only, but have potential field ages of approximately 2-4 months. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected by either method.